Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed high pacing impedance on the right ventricular (rv) lead. No changes or interventions were performed. The patient condition was unknown.

Event description:
New information that the right ventricular had a fracture (rv) lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Correction: for b1, b2, d6b and h1 selection for upgrade to serious injury.